Manufacturer narrative:
Corrected data: event date: updated to 08/13/2013. The initial manufacturer report inadvertently reported that the increased depressive symptoms began over the prior 2 to 3 weeks, however, the event started 2 to 3 months prior.

Event description:
On (B)(6) 2013, the patient's daughter reported that the patient was implanted with vns for depression and used to see a physician to get the device checked, but the physician is not working. She stated that she did not know if the vns battery was dead or if there was a problem. The patient hs been experiencing increased depressive symptoms over the past two to three weeks. Review of the generator device history records confirmed all quality tests were passed prior to distribution. Attempts for additional information will be made. No additional information has been provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.